Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during hydro-dissection portion of a laser assisted cataract procedure, the nucleus fell into the posterior vitreous. Reporter indicated the patient's zonules were loose and the patient was sent to a retinal surgeon for removal of the nucleus. Reporter stated the laser technician scrubbed in for the case, reported everything was normal during the laser treatment portion of the procedure. The event is reported to be resolved.

Manufacturer narrative:
No technical services were requested or performed for the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).